Event description:
It was reported by the patient that the remote monitor's start/stop button was "unresponsive." The monitor has transmitted in the past. Troubleshooting steps were taken and a successful transmission was completed. The monitor will not be returned at this time. There were no reported patient complications as a result of this event.

Event description:
It was further reported that the monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis on the monitor was performed. The monitor passed the bench power up and full debug mode tests and the debug test was verified. The final conclusion revealed no defects were found.